Manufacturer narrative:
B3 - date of event has been confirmed and provided. H4 - correct date of manufacture has been confirmed and provided. This report is being supplemented to provide additional information based on the legal manufacturer's investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 12 years since the subject device was manufactured. Based on the results of the legal manufacturer's investigation, a definitive root cause of the faulty printed circuit board could not be identified. Olympus will continue to monitor field performance for this device.

Event description:
The customer reported to olympus, the camera head exhibited a suspected disconnection. The device was returned and it was found the suspected disconnection and subsequent loss of image was due to circuit board failure caused by water immersion. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation. There were no reports of patient injury associated with this event.

Manufacturer narrative:
The device was returned and the reported allegation was confirmed. The device evaluation found damage and twisting of the camera cable resulting in a noisy image. There was a faulty printed circuit board, which caused a loss of image. The head free lock lever of the control unit was corroded and the mount unit was bent. Additional information has been requested regarding this event. A supplemental will be submitted on completion of investigation or if any additional information is available.